Event description:
Implant didn't achieve osseointegration, illness requiring steroids, smoker, immediate implantation, mobility. Asymptomatic instability after immediate implantation in inflammation-free tissue. (B)(6) are the same patient.